Manufacturer narrative:
The device was returned for engineering analysis. The needle lot DHR was reviewed, and no related deviation or concerns were found. The review did not identify any anomalies which could have contributed to the complaint. Visual inspection, leak testing and needle disassembly was performed. A corrosive hole was identified in the heat exchanger, vacuum sleeve and inside the needle shaft most likely due to the presence of soldering flux from the manufacturing process, resulting in the reported complaint. Excess flux in a needle shaft lumen can lead to the development of corrosive holes in the needle shaft post production. Gas leaks from the needle shaft have been noted in the historic complaint records. An existing corrective action project was previously initiated for holes that were observed in the needle shaft &/or vacuum sleeve.

Event description:
It was reported that a cryoablation needle had a gas leak in the shaft during the procedure resulting in significant subcutaneous air pocket. An icerod cx needle was used for a renal cryoablation procedure. All needles were tested prior to the procedure according to the IFU with no issues detected. At approximately eight minutes into the first freeze cycle, "gurgling" was noticed at the entry site of one of the needles. A CT scan was performed and revealed a significant subcutaneous air pocket. There was no apparent gas found in the peritoneal/retroperitoneal space. The defective needle was removed and the gas was aspirated to the extent feasible with needle/catheter and syringe. Following removal, the needle was tested again and confirmed to be the source of the leak. A new icerod cx needle was opened and used to complete the second freeze cycle without further incident. The patient was discharged the following day with no abnormal issues. The clinical outcome is to be determined as the extended thaw time while aspirating the gas was noted as a potential for incomplete/inadequate treatment.

Event description:
It was reported that a cryoablation needle had a gas leak in the shaft during the procedure resulting in significant subcutaneous air pocket. An icerod cx needle was used for a renal cryoablation procedure. All needles were tested prior to the procedure according to the instructions for use (IFU) with no issues detected. At approximately eight minutes into the first freeze cycle, "gurgling" was noticed at the entry site of one of the needles. A computed tomography (CT) scan was performed and revealed a significant subcutaneous air pocket. There was no apparent gas found in the peritoneal/retroperitoneal space. The defective needle was removed and the gas was aspirated to the extent feasible with needle/catheter and syringe. Following removal, the needle was tested again and confirmed to be the source of the leak. A new icerod cx needle was opened and used to complete the second freeze cycle without further incident. The patient was discharged the following day with no abnormal issues. The clinical outcome is to be determined as the extended thaw time while aspirating the gas was noted as a potential for incomplete/inadequate treatment.